Event description:
It was reported that during use of the infusion set, the cannula became dislodged from the skin and medication ran down the skin. This event occurred in the middle of the night about ten hours after the infusion was started. The cannula needle was noted to appear bent. It was confirmed that there was proper placement of the cannula pad. Further information received, indicated that additional infusion sets were available for use. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).